Manufacturer narrative:
Correction: h6 code investigation conclusions updated based on investigation summary.

Manufacturer narrative:
Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause is attributed to wear and tear damage of the ar-7800, causing damage to the sutures when passing/tightening /tensioning.

Event description:
On 18-mar-2026, it was reported by a sales representative via (B)(4) that a qty. 2 of ar-7800 fibertape cerclage tensioners had a burr inside causing the sutures to tear. This was discovered during a procedure with no patient harm. Additional information provided 07-apr-2026: it was further reported that this was discovered during a tsa total shoulder procedure with a 30-minute case delay experienced. The case was completed with swivelock anchors and it unknown whether additional anesthesia was administered.